Event description:
Customer reported the lift motor is not working, the rui is not functioning and the tube is noisy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply, x-ray tube and rui. System operates as intended.